Event description:
It was reported to medtronic neurosurgery that the product was tested preoperatively and found to be leaking. According to the report, the physician used a new product to complete the surgery. The report stated that the patient was ok and under observation in the hospital.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).